Event description:
It was reported that the platform indicated the user advisory 7 (discrepancy between load 1 and load 2 too large) message. Customer reverted to manual CPR. The pt did not survive, but the customer does not believe that the platform contributed to the event. Pt was in cardiac arrest and died on(B)(6) 2013. Official cause of death is unk.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete.